Manufacturer narrative:
(B)(4). Initial reporter email address : (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On(B)(6) 2022, the patient experienced a skin reaction with redness, inflammation, pimples and infection underneath sensor pod area. The patient went to the emergency room and was prescribed an oral antibiotic (bephalux). At the time of the report, the reaction had improved. No additional patient or event information is available.